Event description:
It was reported that the patient presented for a generator replacement procedure for an elective replacement indicator. Prior to the procedure, upon interrogation, it was noted that the right atrial (ra) lead was failing to capture. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.